Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving bupivacaine 2 mg/ml at 1.2mg/day and morphine 5 mg/ml at 7.1mg/day via an implantable pump. The indication for use was non-malignant pain and lumbar radiculopathy. The patient reported that the pump has fallen. The pump has moved out of the pocket to by their hip. The pump was on their hip bone and it was causing her pain. The patient stated that the pump was not helping them anymore so they wanted it explanted. The patient was planning to have the pump explanted. The pump has been titrated so the patient could have it removed and that the titration was going to take until (B)(6) 2016. The patient thinks that the physician was taking the drug out too slow. Troubleshooting/diagnostics performed related to the pump moving out of the pocket and the patient's pain and the cause not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.